Event description:
During an af ablation, a cardiac perforation occurred requiring surgical intervention and resulted in the death of the patient. The physician performed transeptal puncture using brk xs needle and agilis sheath. The tactiflex ablation catheter was then inserted through the agilis sheath but did not appear to be in the la based on the grid model previously made. No ablation was performed. The patient became hypotensive. The patient did not have a pulse and CPR began. Physician performed pericardiocentesis. Patient was then stabilized with ECMO and taken into surgery. Surgery noted a hole in both the aorta and the left atrium. Patient sent to ICU after surgery. Patient died the following day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.